Event description:
In 2008, the pt reported experiencing elevated blood glucose of 250 mg/dl. His normal blood glucose level is below 150 mg/dl. He performed a bolus and his blood glucose did not decrease. He then noticed air bubbles in the connection between the insulin cartridge and infusion set tubing. He stated that he "blew" the air bubbles out and bolused to lower his blood glucose. He stated that he does not adjust the piston rod prior to inserting the insulin cartridge into the infusion device. He was educated on the proper procedure. He also stated that he tightens the adapter very tight. He was advised not to over tighten the adapter. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.